Event description:
The cotton tip from the applicator, used in the scleral buckle procedure, fell off during surgery. This was noticed at end of surgery when counting the applicators, requiring incision to be reopened. The cotton tip was found behind the eye and removed with ease. Surgery was complete without incident. This added 30 minutes to anesthesia time.